Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that the lead impedance was low and the insulation may have become damaged. One of the high voltage therapies caused a potential damage to the output of the competitor ICD. The lead was capped.